Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product will not be returned. Without a product return, no product evaluation is able to be conducted. A revision was performed due to heterotopic bone growth around the mandible portion of the patient's implants. Therefore, the reason for the revision was due to patient condition. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00645.

Event description:
The sales associate reported a revision was performed due to heterotopic bone growth around the mandible portion of the patient's implants. The surgeon removed the mandible implant and replaced it with a new mandible implant.